Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor's front response button was not functional. The last pt to use this monitor did not report deficiencies.

Manufacturer narrative:
Device eval of monitor (B)(4) has been completed. Upon investigation, the front response button was non-functional. The cause of the nonfunctional response button was physical damage to the switch. The metallic dome had been peeled off the switch. The source of the physical damage cannot be positively identified. The root cause of the missing response button metallic switch was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the damaged response button. The last pt to use this monitor did not report any deficiencies.